Event description:
It was reported that the patient presented remotely via merlin.net. Review of the remote transmission indicated that the right ventricular (rv) lead exhibited noise oversensing. The rv lead noise was reproducible with isometrics. The rv lead was explanted and replaced with a left bundle area pacing lead on (B)(6) 2026. There were no patient consequences.